Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The returned complaint device showed signs of clinical use. Inspection of the blades revealed abnormal wear and the blades were found to be properly aligned. A cut test was performed and found that the device failed cut testing. The distal portion of the blades were dull and failed to cut the suture and the middle of the blades failed to provide a clean cut. The proximal portion of the blades provided a clean cut. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause(s) are: user attempts to cut staples or clips. User attempts to cut non-soft tissue. User attempts to cut excessive amount of tissue. Dull or damaged blade as a result of clinical use. The instructions for use (IFU) state: do not directly apply current to staples or clips. Instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. If cutting of staples or clips is attempted, damage to instrument may occur. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported the laparoscopic device did not cut. It was replaced with another reprocessed device and no other issues were noted. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.